Event description:
It was reported that the patient had a worsening low back pain especially in the ipg site. It was also noted that the device was not providing adequate pain relief despite multiple reprogramming sessions. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5180657/7038273.